Event description:
It was reported that a pt underwent a open hernia repair on (B) (6) 2009, for a 3 cm work-related ventral hernia. The mesh was placed preperitoneal and the straps were fixated to the fascia. The pt returned to the surgeon with a recurrent hernia on (B) (6) 2010. The recurrent hernia was operated on and fixed with mesh. The surgeon opines that the hernia recurred because the initial mesh was implanted preperitoneally not intraperitoneally.

Manufacturer narrative:
(B) (4) - recurrent hernia: conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.